Event description:
Related manufacturer number: 3006705815-2022-16266. It was reported the patient experienced ineffective stimulation due to high impedance discovered on both leads. As a result, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.